Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The physician was unable to cross the right coronary artery (rca) lesion with a taxus 2.5mm x 16mm stent. The lesion was calcified with 90% stenosis and was moderately tortuous. The physician did pre-dilate with a 2.0mm x 20mm maverick balloon. The physician was able to cross with a driver stent of unknown dimensions. There were no pt complications.